Manufacturer narrative:
Patient information was unavailable from the site. Site reported that the case continued without navigation and the patient was not impacted by the reported issue. The reported clamp was not returned to manufacturer for analysis, therefore, no findings are possible. No further issues were reported.

Event description:
A site representative reported that, while in a cranial resection procedure, the patient's head slipped from the mayfield skull clamp. Navigation was aborted as a result but the case continued. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.